Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure (batch no. He011xb) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2021). Essure was removed on (b)(6( 2021. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal was resolving. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. He011x6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal was resolving. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. Essure insertion date provided as :(B)(6) 2017 . Batch no he011x6 production date 2016-03-15 expiration date 2019-03-28 lot number:he011xb no valid. . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. He011xb-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal was resolving. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. The lot he011xb report the cioms is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-jan-2022: quality safety evaluation of ptc. We have received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. He011xb-not valid,he011x6) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). Essure was removed on(B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal was resolving. The reporter considered device intolerance, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. Essure insertion date provided as : (B)(6) 2017. The lot he011xb report the cioms is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2022: summon received :patient information updated, lot number added. A lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/, including chronic pain") in a 30 year-old female patient who had essure inserted (lot no. He011x6). Additional non-serious events are detailed below. The patient had a medical history of abdominal bloating on 23-oct-2019, iliac fossa pain, weight gain, tooth disorder, fatigue extreme, anxiety, depression, painful intercourse, parity 5, tiredness, night sweat and recurrent abortion. Concurrent conditions were listed as painful intercourse, loss of libido, mood swings, hot flushes and abdominal pain. The only concomitant product mentioned was naproxen. On 19-apr-2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems/ hormonal issues"). On 01-jul-2017 she experienced bacterial vaginosis ("bacterial vaginosis"). On 28-jun-2018 she experienced irritable bowel syndrome ("irritable bowel syndrome") and abdominal pain lower ("cramping"). On unknown date she experienced brain fog ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), mood swings ("mood swing"), hot flush ("hot flushes"), night sweats ("night sweats") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). Essure was removed on 12-oct-2021. The patient was treated with surgery (essure removal via bilateral salpingectomy on 12-oct-2021). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal were resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, bacterial vaginosis, brain fog, device intolerance, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, irritable bowel syndrome, loss of libido, menstrual disorder, mental disorder, mood swings, night sweats, pelvic pain and weight increased to be related to essure administration. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. Essure insertion date provided as : 25-may-2017 tender on deep palpation right upper quadrant and rif mild. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in august 2017: not reported [pathology test] on 19-oct-2021: two non fimbria portions of fallopian tubes are present, the longer measuring 75mm in length. In addition, several separate pieces of fimbria tissue are present. Wire is also present. [Ultrasound scan vagina] on 23-aug-2019: transvaginal scan has revealed a normal uterus [x-ray] on 17-feb-2020: bilateral essure coils in situ and positions appear satisfactory batch no he011x6 production date 2016-03-15 expiration date 2019-03-28 lot number:he011xb not valid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: brain fog,fatigue,hair loss,bloating,weight gain, mood swing,hot flushes, night sweats, loss of libido, bacterial vaginosis,cramp in lower abdomen,ibs. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: reporters, lab data, medical history added. New events added: brain fog, fatigue, hair loss, bloating,weight gain, mood swing, hot flushes, night sweats, loss of libido, bacterial vaginosis,cramp in lower abdomen, ibs. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/, including chronic pain") in a 30 year-old female patient who had essure inserted (lot no. He011x6). Additional non-serious events are detailed below. The patient had a medical history of abdominal bloating on (B)(6) 2019, iliac fossa pain, weight gain, tooth disorder, fatigue extreme, anxiety, depression, painful intercourse, parity 5, tiredness, night sweat and recurrent abortion. Concurrent conditions were listed as painful intercourse, loss of libido, mood swings, hot flushes and abdominal pain. The only concomitant product mentioned was naproxen. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems/ hormonal issues"). On (B)(6) 2017 she experienced bacterial vaginosis ("bacterial vaginosis"). On(B)(6) 2018 she experienced irritable bowel syndrome ("irritable bowel syndrome") and abdominal pain lower ("cramping"). Essure was removed on (B)(6) 2021. On unknown date she experienced brain fog ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), mood swings ("mood swing"), hot flush ("hot flushes"), night sweats ("night sweats") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal were resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, bacterial vaginosis, brain fog, device intolerance, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, hypersensitivity, irritable bowel syndrome, loss of libido, menstrual disorder, mental disorder, mood swings, night sweats, pelvic pain and weight increased to be related to essure administration. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. Essure insertion date provided as : (B)(6) 2017 tender on deep palpation right upper quadrant and rif mild. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2017: not reported [pathology test] on (B)(6) 2021: two non fimbria portions of fallopian tubes are present, the longer measuring 75mm in length. In addition, several separate pieces of fimbria tissue are present. Wire is also present. [Ultrasound scan vagina] on (B)(6) 2019: transvaginal scan has revealed a normal uterus [x-ray] on (B)(6) 2020: bilateral essure coils in situ and positions appear satisfactory batch no he011x6 production date 2016-03-15 expiration date 2019-03-28. Lot number:he011xb not valid. Concerning the injuries reported in this case, the following one/ones were described in patientâ¿¿s medical records: brain fog,fatigue,hair loss,bloating,weight gain, mood swing,hot flushes, night sweats, loss of libido, bacterial vaginosis,cramp in lower abdomen,ibs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/, including chronic pain") in a 30 year-old female patient who had essure inserted (lot no. He011x6). Additional non-serious events are detailed below. The patient had a medical history of abdominal bloating on (B)(6) 2019, iliac fossa pain, weight gain, tooth disorder, fatigue extreme, anxiety, depression, painful intercourse, parity 5, tiredness, night sweat and recurrent abortion. Concurrent conditions were listed as painful intercourse, loss of libido, mood swings, hot flushes and abdominal pain. The only concomitant product mentioned was naproxen. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), menstrual disorder ("changes to menstrual cycle"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological or psychiatric problems") and was found to have hormone level abnormal ("hormonal problems/ hormonal issues"). On (B)(6) 2017 she experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2018 she experienced irritable bowel syndrome ("irritable bowel syndrome") and abdominal pain lower ("cramping"). On unknown date she experienced brain fog ("brain fog"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), mood swings ("mood swing"), a first episode of hot flush ("hot flushes"), night sweats ("night sweats"), loss of libido ("loss of libido"), intermenstrual bleeding ("intermenstrual bleed"), urinary tract infection ("suspected uti"), dysuria ("dysuria"), pollakiuria ("frequency"), abdominal pain ("abdominal pain"), adnexal torsion ("suspected ovarian torsion"), vaginal discharge ("uti whitish pv discharge"), depressed mood ("low mood low and tearful"), depression ("depression"), body tinea ("tinea corporis rash on abdomen- on and off for a month"), uterine pain ("chronic pain in uterus") and a second episode of hot flush ("hot flushes") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021 at the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, device intolerance, hypersensitivity, dyspareunia, mental disorder and hormone level abnormal were resolving. The outcomes for intermenstrual bleeding, uterine leiomyoma, urinary tract infection, dysuria, pollakiuria, abdominal pain, adnexal torsion, vaginal discharge, depressed mood, depression, body tinea, uterine pain and the last episode of hot flush were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexal torsion, alopecia, bacterial vaginosis, body tinea, brain fog, depressed mood, depression, device intolerance, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, the first episode of hot flush, the second episode of hot flush, hypersensitivity, intermenstrual bleeding, irritable bowel syndrome, loss of libido, menstrual disorder, mental disorder, mood swings, night sweats, pelvic pain, pollakiuria, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge and weight increased to be related to essure administration. The reporter commented: since the revision surgery, the patient has reported an improvement in the previously suffered symptoms. Essure insertion date provided as: (B)(6) 2017. Tender on deep palpation right upper quadrant and rif mild. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2017: not reported. [Magnetic resonance imaging] on (B)(6) 2023: findings: bilateral sub glandular implants are demonstrated in situ. On the right there is no significant degradation of the internal implant matrix or extracapsular silicone to suggest intra or extracapsular rupture. There are some small rightsided axillary significant lymph nodes and a slightly more prominent silicone intramammary lymph node. On the left there is infolding of the implant capsule and some degradation of the internal implant matrix confirming intracapsular rupture. There is silicone demonstrated in the left lower outer quadrant that is not external to the pseudo capsule and consistent with a small volume extracapsular rupture at this site. A prominent intramammary silicone node is also demonstrated adjacent to this change. There is fairly large volume left axillary and smaller left subpectoral silicone adenopathy. There are also small areas of internal mammary silicone adenopathy demonstrated on both sides. No gross abnormality seen in the overlying breast parenchyma, but this is not a dedicated breast parenchymal study. Conclusion: 1. Predominantly intracapsular rupture on the left with a small focus of extracapsular rupture in the left lower outer quadrant. 2. Fairly extensive left-sided axillary and subpectoral silicon adenopathy although there are small volume significant nodes demonstrated in the right axilla and along both internal mammary chains [pathology test] on (B)(6) 2021: two non-fimbria portions of fallopian tubes are present, the longer measuring 75mm in length. In addition, several separate pieces of fimbria tissue are present. Wire is also present. [Pregnancy test] on (B)(6) 2017: negative; (date unknown): negative. [Ultrasound abdomen] on (B)(6) 2021: normal ultrasounds appearances. [Ultrasound pelvis] on (B)(6) 2017: both ovaries normal.? Cysts ¿ history of similar. [Ultrasound scan vagina] on (B)(6) 2017: uterus a/v, normal size. Both ovaries appear normal in size and texture. No adnexal pathology seen, no evidence of free fluid. Sterilization clips noted; on (B)(6) 2019: transvaginal scan has revealed a normal uterus; on (B)(6) 2021: revealed a normal uterus. [X-ray] on (B)(6) 2020: bilateral essure coils in situ and positions appear satisfactory; on (B)(6) 2021: fecal loading of the colon. No evidence of intestinal obstruction or perforation. Batch no he011x6 production date 2016-03-15 expiration date 2019-03-28. Lot number: he011xb not valid. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: brain fog, fatigue, hair loss, bloating, weight gain, mood swing, hot flushes, night sweats, loss of libido, bacterial vaginosis, cramp in lower abdomen, ibs. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jul-2024: medical record received. New events intermenstrual bleeding, uterine leiomyoma, uti dysuria, pollakiuria, abdominal pain, ovarian torsion, vaginal discharge, depressed mood, depression, uterine pain, hot flushes, tinea corporis are added. Lab data, medical history, historical drugs were added. New reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.